Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An event occurred on an unspecified date involved a t-u-r y-set, nonvented, 96 inch catheter reported that the catheter tip does not fit adequately into the bladder catheter pathway (urinary catheter) which poses a problem with the system's patency. The tip for piercing the IV bags is too sharp and causes leakage. There was patient involvement and no reported patient harm/ injury.

Manufacturer narrative:
Investigation summary: received one (1) new. List #065430403, t-u-r y-set for inspection, as received, no damage or anomalies noted. The set was leak tested per specifications and no leakage was observed. The set was attached to an ICU medical provided IV bag. There were no issues connecting to the IV bag and flow was observed throughout the set. No damages to the bag were observed after the set was disconnected. The piercing pins were measured and met dimensional specifications. The complaint of leakage and incompatible mating cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.